Manufacturer narrative:
(B)(4)

Event description:
It was reported that a merlin.net transmission from a patient displayed alerts for device at eri, eos, and charge time limit reach. The battery voltage trend showed a steep drop. There were no associated increases in current drain and the patient has not had any vt/vf episodes. The device was explanted and replaced. No further information was available.

Manufacturer narrative:
No conclusion code available. The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.